Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a transcatheter aortic valve replacement interventional procedure using a 6f sheath. Reportedly, after deployment, the device became entrapped in the vessel due to suture not being released. A surgical cutdown was performed, the suture was intentionally cut, and the device was successfully removed. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.